Event description:
It was reported that this patient was experiencing dizziness and system evaluation identified increased pacing threshold measurements with noted loss of capture on the right ventricular (rv} channel. The root cause of the reported clinical observations was not identified and the system was removed from service and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).